Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a device upgrade. During the procedure, when the device was removed from the pocket with all the leads still connected, the right ventricular pacing stopped. The pacemaker was placed back in the pocket quickly and pacing resumed. The device was explanted and replaced as planned. The patient was in stable condition throughout.

Manufacturer narrative:
The reported field event indicating loss of pacing output at explant could not be confirmed through egm's. The device was tested on the bench and no anomalies were found.